Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at proximal side of fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap and the metal cap are detached and returned; the fiber does not exhibit signs of melting at the location of fracture; the glass cap exhibits mild devitrification; the metal cap exhibits mild char on metal surface; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure the fiber tip broke / tip fell off. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing the second fiber. No injury to the patient was reported.